Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels for a day. The customer's wife stated that she was unsure what the cause of low blood glucose was. The blood glucose reading was 46 mg/dl, which was treated with glucose tablets. Upon troubleshooting, it was found that the time setting was about an hour off, which was corrected. The reservoir showed the same amount of insulin as was shown on the status screen. She noted that there were small air bubbles in the reservoir. She stated that she believed that the customer may have programmed the carbohydrates value incorrectly for the nuts he consumed. She was advised that when they gave him a bolus, it brought his blood glucose down to a low. The most recent blood glucose reading was 54 mg/dl, for which she advised he treated with 3 more glucose tablets. Advised the caller to monitor the device and to consult a doctor regarding low blood glucose. Nothing further reported.